Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation into this event. Related reports: 1219977-2015-00245, 1219977-2015-00246, 1219977-2015-00250, 1219977-2015-00251, 1219977-2015-00252, 1219977-2015-00253, and 1219977-2015-00254.

Event description:
Received a report of an infection after surgery.

Manufacturer narrative:
A review was conducted for lot history, release criteria and sterilization records. The incoming inspection of the bare mesh component met all inspection criteria for suture retension and ball burst. This lot met all manufacturing and quality release criteria prior to sending to the sterilizer. The sterilization record met all release criteria. Clinical evaluation: any surgery that causes a break in the skin can lead to a postoperative infection. Microorganisms can infect a surgical wound through various forms of contact, such as from the touch of a contaminated caregiver or surgical instrument, through microorganisms in the air, or through microorganisms that are already on or in your body and then spread into the wound. Any infection will cause redness, delayed healing, fever, pain, tenderness, warmth, or swelling. Other risks for infection include a compromised patient, elderly and/or overweight patients, weakened immune systems and diabetes. The IFU states in adverse reactions, "complications that may occur with the use of any surgical mesh include, but are not limited to, inflammation, infection, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material, possible adhesions when placed in direct contact with the viscera (intestines) and organs.